Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR report#1627487-2016-05234. It was reported the patient suffered multiple falls on her back. Reportedly, stimulation could not increase in amplitude and could be felt in the patient's ribs. Follow-up identified surgical intervention was undertaken on (B)(6) 2016 during which time both leads were explanted and replaced with new models. The physician noted invalid impedance measurements on one of the two leads. Postoperatively, stimulation was restored and the issue resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-05234.